Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2021 and the procedure being done "a year ago".

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint post-implant, the patient developed a blot clot in his heart and was placed back on xarelto. The patient will be followed-up to determine if the clot has dissolved.